Event description:
It was reported that during initial implant procedure, patient's new implantable cardioverter defibrillator (ICD) set screw was not able to be tightened or loosen. The device was not implanted and procedure was completed using alternate device on (B)(6) 2023. The patient was stable.